Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after patient lost 75 pounds, the cervical ipg and lead became more superficial. In turn, the patient experienced pain at the distal part of lead, right of midline near the cervical ipg. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned and placed deeper into the pocket. No product explanted, implanted or revised. Effective therapy was restored.